Event description:
It was reported that the preloaded intraocular lens (iol) was scratched and was stuck in cartridge. There was no patient contact and the event was observed during handling. No further information was provided.

Manufacturer narrative:
Patient weight and ethnicity: not applicable, as there was no patient contact with the product. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 13, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received inside of the cartridge of the complaint handpiece. The lens was also observed to be overridden by the plunger rod. The handpiece was disassembled and no assembly issues that could contribute to the override could be identified. The iol was removed from the cartridge and cleaned, revealing that there were no issues with the lens. Conclusion: one of the reported complaint issue of lens stuck in cartridge was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.